Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 08/03/2015 and found two leaks in the instrument. The first leak was through tubing that supplies diluent to rinse the outside of the aspiration probe. The second leak, which also caused the diff problems, was through diff lyse delivery tubing. The fse replaced tubing at both locations and the instrument ran without leaks or diff errors. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported an uncontained cleaner leak of about 30 ml from a coulter lh 500 hematology analyzer during shutdown. The instrument was not generating differential (diff) results when the leak was observed. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.